Manufacturer narrative:
Additional information received indicated that the customer had reverted to manual insulin injections to manage diabetes. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. After the alarm, the contact would change out the cartridge and infusion tubing and set. The customer's blood glucose level was impacted; however, the level was not known. As the supplies had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.